Event description:
The lead was later removed and not replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead removal required a laser sheath as the helix could not be retracted.

Event description:
The patient reported that the right ventricular (rv) lead integrity alert was turned off due to fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).